Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one other complaint reported against this lot. The complaint addresses a blood leak and was reported by the same customer as the current file. There are no complaints reported against this lot number by any other customers. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility vice president of supply chain contact reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. Upon follow up, the hd nurse stated that the blood leak occurred 20 minutes into the patient¿s hd treatment. The hd nurse confirmed that the machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and the dialysate tested positive for a blood leak. The leak was visually observed on the venous end of the hansen connector of the dialyzer. The hd nurse also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The hd nurse confirmed that the leak was internal. The hd nurse stated that there was no defect or damage seen on the dialyzer. The hd nurse stated that the patient¿s estimated blood loss (ebl) was approximately 300 ml. The blood was not returned to the patient. The hd nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The hd nurse stated that the dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: b5 additional event details received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility vice president of supply chain contact reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. Upon follow up, the hd nurse stated that the blood leak occurred 20 minutes into the patient¿s hd treatment. The hd nurse confirmed that the machine, a fresenius 2008k2 machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for a blood leak. The leak was visually observed on the venous end of the hansen connector of the dialyzer. The hd nurse also stated that fresenius bloodlines were used for treatment, however, bloodline information was unknown. The hd nurse confirmed that the leak was internal. The hd nurse stated that there was no defect or damage seen on the dialyzer. The hd nurse stated that the patient¿s estimated blood loss (ebl) was approximately 300 ml. The hd nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The hd nurse stated that the dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.